Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. Based on the information reviewed a cause for the mitral valve insufficiency/ regurgitation (recurrent) cannot be determined. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Hospitalization, medication required and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.d6a: estimated date updated to actual date.

Event description:
Subsequent to the initial report, the additional information as received: it was reported that on (B)(6) 2021, a mitraclip procedure was performed for severe degenerative mitral regurgitation (mr) with a myxomatous barlow mitral valve and prolapsed leaflets. Two mitraclips (xtw and xt) were implanted without a device issue reported, reducing the mr to mild-moderate. The procedure was deemed successful without complications.

Manufacturer narrative:
D4: the UDI number is not known as the part and lot numbers were not provided implant date was estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to mitral valve insufficiency requiring a mitral valve replacement. It was reported that on an unspecified date, a mitraclip procedure had been performed placing a mitraclip (s). On (B)(6) 2023, the patient was presented to the emergency department with severe mitral and tricuspid valve insufficiency. Medications were provided. Consultation with the cardiothoracic surgeon was performed and a mitral valve replacement (mvr) and tricuspid valve replacement (tvr) were recommended. A left atrial appendage (laa) clip was also recommended for stroke prevention. On (B)(6) 2023, the mvr, tvr, along with the laa clip procedures were performed. Both valves had a non-abbott bioprosthesis placed. The event resolved. No additional information was provided regarding this issue.